Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer has issues regarding their sensor displaying wrong readings of sensor and blood glucose. The patient's blood glucose was at 144 mg/dl. The customer was assisted with trouble shooting and helped patient restore the sensor back to its intended function. The customer was advised to monitor the device for any further issues. No further information was provided.